Event description:
The customer reported leaking between the needle free valve and cadd pump tubing. Customer stated, "the leak occurred at the junction of the cassette tubing, smartsite and cadd extension". There was no report of pt harm or medical intervention. Although requested, no additional pt/event information provided.

Manufacturer narrative:
(B)(4). Although, requested, the affected product has not been received. A follow up report will be submitted, should the device be received for evaluation.